Manufacturer narrative:
(B)(4). Analysis description: no complaint received with return of device. Failure event observed during analysis. Final analysis found the pulse generator was in backup operation. The backup operation was due to power on reset. The cause of the power on reset could not be determined. A product code was downloaded and the device exhibited normal characteristics.

Event description:
This report is to advise of an event observed during analysis.